Manufacturer narrative:
This product was manufactured in the u.s. But is not marketed in the u.s. (B)(4) significant reduction of irido-corneal angles. New incision. Secondary surgery. Additional suture. Lens explanted. Vaulting. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2, -11.00/+2.00/x019 diopter implantable collamer lens in the patient's left eye on (B)(6) 2015. Excessive vault with significant reduction of indo-corneal angles, glare/haloes was observed on (B)(6) 2015 the icl was explanted on (B)(6) 2016, the incision was enlarged to remove the icl. Anterior chamber irrigation/elevation of the remaining visco/fluids and intraocular injection (medication) was performed. The lens was exchanged for a shorter length lens. A suture was required. Last visit on (B)(6) 2016, bcva: 20/20.

Manufacturer narrative:
(B)(4). Patient is above the age of 45 and per dfu for this model, this lens model is contradicted for the patients above the age of 45 years. Work order search: no similar complaints were reported for units within the same lot. Device evaluation: product evaluation found that the lens was returned in liquid and in the lens case/vial. Visual inspection found the lens haptic torn/ broken/ bent/ deformed. Dimensional inspection found the lens was within specification. (B)(4).